Event description:
A wallstent rx biliary endoprosthesis stent was used during a percutaneous biliary stenting procedure in a female pt (weight unk) in 2007. According to the complainant, " [o]nce the percutaneous access was completed, and the guide wire was positioned in the biliary duct under radioscopy, the stent was mounted and positioned for release. At the first release try, a noise ('clack') was heard, as if something had [broke], and it was observed that the stent had not [deployed]. At the site of exit of the guide, a loop of a flexible material such as a nylon thread was observed. The stent was removed..." The procedure was not completed, due to this event. Reportedly, "[the physician] tried to operate it manually outside the pt, but the product had become useless, as no movements were obtained when pulling was performed to remove the cover of the prosthesis." Although the pt had a fever following the procedure, her condition was reported as "good" on three days later. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed on approx two months later, revealed an MDR-reportable device malfunction. This MFR report is being submitted based on the eval results.

Manufacturer narrative:
A visual examination of the returned device revealed that the outer sheath was bunched up and several distal stent wires had perforated the outer sheath (see figure 1, page 3). Functional analysis revealed that the outer sheath could not be retracted. The shaft was dissected and the stent was removed. Visual examination of the stent revealed that the distal stent wires were damaged. The root cause of the deployment failure and wire perforation, although the stent might have been damaged during handling following the procedure. A review of the device history record (DHR) for the pertinent lot was performed; no anomalies were noted. A search of the complaint database revealed no add'l complaints recorded for this lot. The dec. 2007 15-month rx biliary product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.